Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history record (DHR) review could not be performed as the lot number was unknown.

Event description:
The event occurred on an unspecified date; the 1st day of the month reported has been used as a placeholder. The event involved an unknown disposable product leaking from the anti-reflux valve, with venous return from the PICC line. There was unknown patient involvement and unknown patient harm.